Event description:
The hospital reported that during HST III System (3.8MM) preparation process which requires four steps, in step four, the umbrella becomes stuck inside the device. It cannot be removed and used. This occurs with three devices from the same batch. Only the fourth device, also from the same batch, functions correctly.Linked to OT 1569064 and OT 1568130.

Manufacturer narrative:
(b)(4).Event site name exceeded character limitations: (b)(6).The device has not yet been returned to MAQUET Cardiac Surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.